Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder (ilr). The patient underwent an ablation procedure and subsequently had an ilr implanted. The ilr was interrogated periodically, and atrial fibrillation (af) was "suggested," however, not a single stored electrocardiogram (ECG) that was available for review showed af. Oversensing was seen on some stored episodes. Further follow up did not yet yield any additional relevant information regarding the event. The status of the ilr is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. The article mentions patients¿ ages were equal to or greater to 18, but the mean age was 71 plus/minus 10; due to no specifics, this report will be deemed a 30 day report due to possible pediatric criteria being met. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: long-term ECG monitoring using an implantable loop recorder for the detection of atrial fibrillation after cavotricuspid isthmus ablation in patients with atrial flutter. Heart rhythm,. 2013;10(11):1598-1604. (B)(4).